Event description:
This is an event report about a bacterial peritonitis occurring on (B)(6) 2011,reported by a healthcare professional to baxter (B)(4). The patient was admitted to the hospital on (B)(6) 2011 with strong unclear abdominal pain, fever, nausea, in bad general condition, diagnosed as severe bacterial peritonitis on (B)(6) 2011. The peritoneal dialysis (pd) therapy was not interrupted due to the peritonitis. The reporter informed baxter on (B)(6) 2011 about the diagnosis and he suspected a causal relationship with the solutions, since this type of bacterium "was a "water germ" and no other source for this infection could be identified. The patient applied an aseptic technic and by using mouth protection. The equipment was used only once. The patient was treated with kefzol 1g, intraperitoneally (i.p/d), from (B)(6) 2011 to (B)(6) 2011, fortam 1g i.p./d, from (B)(6) 2011 to (B)(6) 2011, ciproxin 2x 500mg by mouth (p.o.) On (B)(6) 2011, ciproxin 2x 250mg p.o. From (B)(6) 2011, ongoing. The patient was recovering but did not yet completely recover. She was released from hospital on (B)(6) 2011. The healthcare professional was very concerned, since no obvious infection source could be identified and she excluded a break in aseptic technique.

Manufacturer narrative:
(B)(4). There was no allegation of a device malfunction. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.